Event description:
I was experiencing chest tightness/pain, extreme fatigue, vertigo, fluctuated bp, continuous palpitations. Insomnia, anxiety/panic attack (according to doctor), weight loss, and other symptoms that I had never had before without understandable reasons. Doctor couldn¿t find any evidence so I was having panic attack/anxiety. However, my chest pain/tightness worsened. Especially around my left chest where breast implant sat. It took almost a year and half to convince (B)(6) to remove the implant, however, the pain and deformation of rib cage became now permanent. Difficulty in breathing and frequent urination. All the doctor in (B)(6) I met insist breast implant is safe. On (B)(6) 2018, ((B)(6)) diagnosed as costochondritis, chest pain, chest wall pain. Neuropathic pain. Implant was removed on (B)(6) 2017, but some symptoms like above are still present. I asked the doctor that I want to keep the implant for further investigation, but denied. I asked the ps doctor to give the implant back to me at time of explant, but he declined. I asked my pc doctor to screen my toxic profile, but it was also declined. After the surgery to explant, my finger tip started getting very dark, just like I touched some metals. It lasted a few weeks and this is the time I suffered a lot too. I assumed it as some detoxification, but unclear since doctors refused to investigate. I just took a photo. Since doctors insist breast implant is safe, it is almost impossible to look for a specialist why I¿m having this kind of health problem. So I spent (wasted) a lot of my money and time on alternative medications without knowing where I¿m heading. Was someone operating the medical device when the problem occurred? No.